Event description:
It was reported that an review regarding t-wave oversensing, low signals and a change in morphology resulting in inappropriate shocks was needed when it comes to this device. A review by technical services (ts) noted that the patient has had low amplitude since implant and these are likely related to a patient condition. Ts further discussed troubleshooting steps to be taken for this case to help mitigate inappropriate shock therapy. Additional information noted that the patient was seen at the clinic and optimization for this device took place. This device remains implanted and was programmed to the secondary vector. No adverse patient effects were reported.

Event description:
It was reported that an review regarding t-wave oversensing, low signals and a change in morphology resulting in inappropriate shocks was needed when it comes to this device. A review by technical services (ts) noted that the patient has had low amplitude since implant and these are likely related to a patient condition. Ts further discussed troubleshooting steps to be taken for this case to help mitigate inappropriate shock therapy. Additional information noted that the patient was seen at the clinic and optimization for this device took place. This device remains implanted and was programmed to the secondary vector. Additional information noted that a review was needed due to undersensing as well as oversensing. No adverse patient effects were reported.

Event description:
It was reported that an review regarding t-wave oversensing, low signals and a change in morphology resulting in inappropriate shocks was needed when it comes to this device. A review by technical services (ts) noted that the patient has had low amplitude since implant and these are likely related to a patient condition. Ts further discussed troubleshooting steps to be taken for this case to help mitigate inappropriate shock therapy. Additional information noted that the patient was seen at the clinic and optimization for this device took place. This device remains implanted and was programmed to the secondary vector. Additional information noted that a review was needed due to undersensing as well as oversensing. Ts was able t review the device data and provide options for programming although the programming was limited due to signals seen in the alternate and secondary sensing vectors. Ts also noted that the primary sensing vector did not appeared to be a good option for this patient. No adverse patient effects were reported.